Event description:
It was reported that during a coronary stent procedure, the balloon ruptured and the stent not deployed. The entire system, including guiding catheter was removed without incident. No patient injuries or complications occurred.